Event description:
It was reported during the embolization case there was resistance when advancing the subject stent to the lesion. The physician tried to withdraw the subject stent and microcatheter out, but the subject stent got stuck. When the entire system was removed, the physician pulled the subject stent from the microcatheter. The subject stent was found prematurely deployed. The microcatheter and subject stent were replaced. The procedure was completed successfully without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated (manufacturing execution system) mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the device returned together with the catheter. The stent was found to be deployed and deformed. Dry blood and procedural fluids on the stent were noted. The stent delivery wire (sdw) was found to be kinked/bent in multiply areas. The stent introducer sheath was found to be intact. Functional testing was not performed as the stent was found deployed and the confirmed during visual inspection. The reported event of the stent deployed prematurely during use was confirmed during inspection. The reported event of the stent difficult/unable to advance or pullback through catheter and stent friction could not be duplicated as the stent was returned already deployed . However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was described as 'moderately tortuous'. It was reported that 'the operator flushed and delivered the stent to go through the catheter. However during delivery big resistance was encountered and the stent could not be advanced to the lesion. The operator tried to withdraw the stent and microcatheter out and found the stent got stuck in middle of microcatheter and likely to be deployed. So the operator withdrew the whole system out and pulled the stent from microcatheter on the table to confirm it was deployed'. The stent was returned for analysis in a deployed condition as explained in the event description. The middle of the stent showed minor deformation damage. The stent delivery wire (sdw) was also returned and was kinked/bent at several locations along its length. The introducer sheath was returned and was undamaged. Given the lack of damage noted to the distal tip opening of the introducer sheath and the deformation noted to the stent, as well as the event description which notes resistance when the stent was being advanced inside the microcatheter, it is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the reported event of the stent difficult/unable to advance or pullback through catheter and stent friction. An assignable cause of procedural factors has been assigned to the reported and analyzed event of the stent deployed prematurely during use. An assignable cause of procedural factors has been assigned to the analyzed damage of the sdw kinked/bent and stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported during the embolization case there was resistance when advancing the subject stent to the lesion. The physician tried to withdraw the subject stent and microcatheter out, but the subject stent got stuck. When the entire system was removed, the physician pulled the subject stent from the microcatheter. The subject stent was found prematurely deployed. The microcatheter and subject stent were replaced. The procedure was completed successfully without clinical consequences to the patient.